Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Customer was guided through a complete pump reset by technical support, and they successfully started a new sensor session.